Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing inadequate stimulation. It was also stated that the patient was having difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively.